Event description:
(B)(4). It was reported that post a stenting treatment procedure, myocardial infarction occurred. (B)(6) 2013 - the 70% stenosed target lesion was 20 mm long with a reference vessel diameter of 2.25 mm, located in the proximal left circumflex artery (lcx). Which was treated with pre dilatation and the placement of a 2.25 x 20 mm promus element plus stent with 0% residual stenosis. The next day post index procedure patient developed myocardial infarction. Cardiac enzymes were noted to be elevated. No action was taken in response to the event. The patient was discharged on dual antiplatelet therapy.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).